Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from june 25, 2014 to june 26, 2014. Evaluation summary: baxter received the unit with approximately 180 ml of fluid in its bladder. Visual inspection of the unit revealed no evidence of a leak at or near the fill-port, including when the fill-port cap was removed from the fill-port. A functional leak test was then performed in which the unit was refilled with colored water and observed for leakage; no evidence of leak was observed at or near the fill-port during this test. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had a leak during filling at the fill port. The unit was filled with 47.20ml sodium chloride and 37.71mg/ml fluorouracil (non-baxter products). There was no patient involvement. Additional information was requested and is not available.